Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports skin burn to a pediatric patient from an electrode.

Manufacturer narrative:
A lot number was not provided for this complaint; therefore, a review of the device history record could not be performed. There were no samples submitted with this complaint; however, the complaint will be reopened if a sample is later received. Because no sample was returned with this complaint, no product examination was possible and the reported condition could not be confirmed. Had a sample been received, it would have been evaluated against the established product requirements. A photograph was provided with this complaint which displayed a notable circular mark on the patient skin. It should be noted that the ep30040 13953a electrode has a square profile indicating that it may not have been located at the site on the patient skin as shown in the photograph. However, due to the nature of this type of product, it is more than likely that the incident is related to skin sensitivity, and it is worth noting that patient sensitivities may have been a contributing factor. A second photograph was also provided by the customer indicating a second incident of the same nature had occurred. Previous complaints of this nature have not been known to cause permanent impairment or marking. The electrode product family has been tested according to iso (B)(4) guidelines for biocompatibility that found the hydrogel to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Since this complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.